Event description:
It was reported that an advance xp implant device was planned for removal / use however, due to unplanned bereavement leave the implant expired. During inspection of the device the label on the outside of the box was open and the adhesive packaging for the device was loose and dry(partially open). The implant has been removed rom the site and a new one is requested. A patient outcome of no issues was reported.